Manufacturer narrative:
Merge healthcare is conducting an investigation into to this issue.

Event description:
Merge eye station is intended to be used in conjunction with existing ophthalmic fundus cameras to take images of the eye, perform fluorescein angiography, red free, color and icg still-image photography as well as video imaging. On (B)(6) 2015, an account reported issues with a camera. Support worked with the customer to provide assistance by sending a power block. The account reported the issues were intermittent. On 03/15/2016, it was determined by merge healthcare that patients were being turned away as a result of the issues with the camera. Further information, received by the account, indicated there was no patient harm as a result of the delay in diagnosis. (B)(4).

Manufacturer narrative:
This supplemental report is submitted to the FDA in accordance with the applicable regulations and as indicated by merge healthcare in the initial report submitted 08/23/2016. Troubleshooting efforts between the customer and merge technical support included sending an apple power block. The disconnection issue continued and a new system was sent for resolution. The root cause was found to be related to CAPA qs-103430 and recall z-1142-2017. Upgrading the firewire to legacy mode on the dell t1700 capture station resolved the issue. H6 - evaluation codes: method: 10: actual device evaluated. Results: 628: communications problem. Conclusions: 12: design deficiency.